Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported that not received sufficient insulin to correct high blood glucose. The customer reported blood glucose value of 16 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was declined for high blood glucose and it was unknown whether the customer has been using the insulin pump system within 48 hours of reported event and was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.